Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). After predilation with a 2.25x20mm emerge balloon catheter, additional dilation was performed with a 2.25 non-bsc balloon catheter. Subsequently, a 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. During stent removal, the non-bsc guide catheter was drawn into the coronary artery and the distal tip of the guide catheter hooked into the proximal edge of the stent. The stent was inspected outside patent and the edge of the stent was noted to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.